Event description:
According to the distributor's report, a pediatrician applied the device to a laceration above the pt's eye. During application, the adhesive dripped into the child's eye. The eye was pried open and the excess adhesive was wiped away. During this process, some of the adhesive was removed from the laceration area. The pt was referred to an opthalmologist who concluded that there was no corneal damage and expected full recovery.